Event description:
Dr. (B)(6), had a patient come to his office with hip discomfort. The patient had a hip revision approximately two years ago. The patient had x-rays taken. After viewing the x-rays, dr. (B)(6) decided the patient needed her components revised. According to dr. (B)(6) the x-rays showed that the restoration modular stem appeared to be well fixed. Dr. (B)(6) determined the acetabular component (specifically the cup) appeared to be loose. Dr. (B)(6) performed surgery on the patient on (B)(6) 2013. He removed the head and sleeve on the stem along with the acetabular cup, screws, and liner. The stem was tested for stability and dr. (B)(6) elected to leave the stem and cables. The acetabulum was reamed and trailed for a 62mm cup. He determined he was not going to be able to achieve proper fixation with a new cup, so he decided to implant a 61mm bipolar with a +0 28mm lfit v40 head.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding loosening of a trident psl shell was reported. The event was confirmed. Inspection of the device was unremarkable. Material analysis indicated: "the proximal side of the acetabular inserts showed some bony on-growth with an asymmetrical pattern. No material or manufacturing defects were observed on the surfaces examined." Clinician review of the provided records found no evidence that material or manufacturing defects contributed to this clinical situation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The investigation concluded that the reported acetabular loosening was caused by patient factors related to poor host bone stock. The investigation found no indication that the event was related to material or manufacturing factors.

Event description:
Dr. (B)(6). Had a patient come to his office with hip discomfort. The patient had a hip revision approximately two years ago. The patient had x-rays taken. After viewing the x-rays, dr. (B)(6). Decided the patient needed her components revised. According to dr. (B)(6). The x-rays showed that the restoration modular stem appeared to be well fixed. Dr. (B)(6). Determined the acetabular component (specifically the cup) appeared to be loose. Dr. (B)(6). Performed surgery on the patient on (B)(6) 2013. He removed the head and sleeve on the stem along with the acetabular cup, screws, and liner. The stem was tested for stability and dr. (B)(6). Elected to leave the stem and cables. The acetabulum was reamed and trialed for a 62mm cup. He determined he was not going to be able to achieve proper fixation with a new cup, so he decided to implant a 61mm bipolar with a +0 28mm lfit v40 head.